Event description:
The physician reports that the crystalens haptic tore when loading the cartridge into the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.